Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A61942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "lot of scar tissue and doctor was almost not able to place the devices". The patient's concurrent conditions included depressive disorder, uterine bleeding, endometriosis and adenomyosis. Concomitant products included paracetamol (pain relief) for pain as well as topiramate (topamax) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pelvic discomfort ("pelvic pressure") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, vaginal discharge, pelvic discomfort and abdominal pain lower had resolved and the headache was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet and medical records were received. Events pain, abnormal bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, pelvic pressure, cramps and device insertion difficult added. Medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. A61942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "lot of scar tissue and doctor was almost not able to place the devices". The patient's concurrent conditions included depressive disorder, uterine bleeding, endometriosis and adenomyosis. Concomitant products included paracetamol (pain relief) for pain as well as topiramate (topamax) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), pelvic discomfort ("pelvic pressure") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, vaginal discharge, pelvic discomfort and abdominal pain lower had resolved and the headache was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.